Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed . A "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The receiver case was opened for interior inspection and no moisture damage was observed. The complaint of receiver initialization without a manual restart was undetermined due to receiver "call tech support. Error" message displayed on the screen. The root cause could not be determined.